Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they had a power outage. The secondary display then went out on their dual display central nurse's station (cns). All beds were moved to the primary display to continue patient monitoring. They were unable to change the display settings from within the application for the 2nd display. No patient data was lost during this time, and patient monitoring was not interrupted as the patients were continuing to be monitored on the bedside monitors (bsms). No patient harm or injury was reported. Investigation summary: on a follow-up with the customer, they indicated that the issue had been resolved. However, the customer did not specify how the issue was resolved. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are failure of intermediate components such as the kvm and cables, and the settings possibly reverting to an unconfigured state due to a sudden and unexpected shut down. The power outage may have also impacted the secondary monitor itself and may have caused its internal components to fail.

Event description:
The biomedical engineer (bme) reported that they had a power outage, but there were no reported interruptions in monitoring at this time. Then the secondary display went blank on their dual display central nurse's station (cns) system which was monitoring 32 beds with 16 on each screen. All beds were moved to the primary display. They could not change the display settings from within the application, when he selects dual display, and the button is highlighted but it does not enable the settings for the 2nd display. They did some troubleshooting but could not resolve the issue. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had a power outage, but there were no reported interruptions in monitoring at this time. Then the secondary display went blank on their dual display central nurse's station (cns) system which was monitoring 32 beds with 16 on each screen. All beds were moved to the primary display. They could not change the display settings from within the application, when he selects dual display, and the button is highlighted but it does not enable the settings for the 2nd display. They did some troubleshooting but could not resolve the issue. The biomed later stated that there were 32 bedside monitors (bsm) connected to the cns, but believes that there were only about 8 patients that were actively being monitored. No patient data was lost during this time, and monitoring was not interrupted as the patients were being monitored on the bsms. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the bedside monitor models that were being used in conjunction with the cns were the bsm-6301a and bsm-6701a, but no serial number information was provided.

Event description:
The biomedical engineer (bme) reported that they had a power outage, but there were no reported interruptions in monitoring at this time. Then the secondary display went blank on their dual display central nurse's station (cns) system which was monitoring 32 beds with 16 on each screen. All beds were moved to the primary display. They could not change the display settings from within the application, when he selects dual display, and the button is highlighted but it does not enable the settings for the 2nd display. They did some troubleshooting but could not resolve the issue. No patient harm reported.